Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent an ankle orif procedure. During the procedure, it was notice that partially threaded screws were not deemed fitting. The screws felt ¿bent¿ and would not be inserted without wobbling and twisting. The surgery was completed with 10 minutes delay. There was no fragment generated. There were no patient consequences are reported. This complaint involves five (5) devices. This report is for (1) 4.0mm cancellous bone screw partially threaded/40mm. This report is 3 of 5 (B)(4).